Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after an angioplasty interventional procedure. Reportedly, when advancing the thumb advancer, the sheath did not split properly, the sheath appeared to be "chewed up". The device was removed using the safety release mechanism and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- it was reported that the starclose se device was deployed in a mildly calcified common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the thumb advancer and sheath split were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for failure to deploy the thumb advancer or sheath split reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.